Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited double-counting, which briefly inhibited crt pacing. Guidant received additional information that the device was later explanted due to the oversensing.